Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant system error 105 alarm. There was no pt involvement.